Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to hinge pin backing out approximately one month post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product- unknown femoral, unknown tibial.

Event description:
It was reported that patient was revised due to instability. Patient was revised to a nexgen rotating hinge knee femur, tibia, stem extensions, and articular surface. Operative notes indicated that during the procedure the patella was moved laterally and there was an amber-colored effusion. There was additional debridement and arthrolysis completed with the revision.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Product has not been returned as it was not explanted from the patient; product remains implanted for this event. The previously medwatch reported product was returned in error.

Manufacturer narrative:
Expiration date is unknown. Manufacturing date is unknown.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event was confirmed through receipt of operative notes. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Compatibility of the components was assessed with no issues identified. Review of the complaint history determined that no further action is required. Operative notes from the patient's second procedure (implantation of this zimmer rhk) provided and states surgical technique was followed and there were no difficulties. Review of third surgery operative notes shows disassociation of rhk hinge post extension happened, however, none of knee components revised and hinge repositioned and tightened. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. As obtained information shows patient was (B)(6) which may also help contribute to rhk failure. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to correct information, which was unknown at the time of the initial medwatch. Concomitant medical product-femoral component option for cemented use only size e right catalog# 00588001502 lot# unknown, stem extension straight 13 mm dia x 100 mm length(combined length 145 mm) catalog# 00598801013 lot# unknown, tibial component precoat size 4 catalog# 00588000400 lot# unknown, stem extension offset 11 mm dia x 100 mm length(combined length 145 mm) catalog# 00598802011 lot# unknown.

Event description:
It was reported that patient underwent a procedure due to a disassociation of rhk hinge post extension. Nothing was revised, but the articular surface was repositioned and tightened. No additional patient consequence was reported.